Manufacturer narrative:
Device returned to manufacturer and is in the process of being evaluated.

Event description:
Brivant ltd received information from the customer on the (B)(6), regarding a field event, involving the courier guidewire. The complaint text in the report is as follows: "the tip broke of in patient's body". No further information was provided.

Manufacturer narrative:
(B)(4)

Event description:
Brivant ltd received information from the customer on the 30th june regarding a field event involving the courier guidewire. The complaint text in the report is as follows:"the tip broke off in patients body." No further information was provided.